Manufacturer narrative:
The ferritin reagent lot number was 730731 with an expiration date of 30-sep-2024. The vitamin b12 ii reagent lot number was 740845 with an expiration date of 30-apr-2025. The vitamin d total iii reagent lot number was 744661 with an expiration date of 31-may-2024. The qc data provided shows a sudden shift to low results between (B)(6) 2023. On (B)(6) 2023 the field service engineer (fse) performed an instrument check which failed. The fse replaced the sample and reagent seals and checked all fluidic connections. The instrument check passed. The instrument was operating within specification. The investigation determined leakage inside the fluidic system (an issue with the syringe seals) was the cause of the event.

Event description:
The initial reporter questioned the results for multiple patient samples and multiple assays on a cobas e 801 analytical unit. Of the data provided for 9 patient samples, discrepant results were identified for 7 patient samples tested for elecsys ferritin (ferritin), elecsys vitamin b12 ii (vitamin b12 ii) or elecsys vitamin d total iii (vitamin d total iii). The units of measure for ferritin and vitamin d total iii were not provided. Patient 1 initial ferritin result was 18. The repeat results were 315 and 320. Patient 2 initial vitamin b12 ii result was < 100 pg/ml. The repeat results were 551 pg/ml and 517 pg/ml. Patient 3 initial ferritin result was 369. The repeat results were 628 and 652. Patient 4 initial vitamin d total iii result was 22. The repeat result was 65.7 patient 5 initial vitamin d total iii result was 61.2. The repeat result was 25.8. Patient 6 initial vitamin d total iii result was 31.1. The repeat result was 151. Patient 7 initial vitamin b12 ii result was 330 pg/ml. The repeat result was 0.992 pg/ml.